Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the phenomenon could not be identified. The cause could not be identified since further information was not available. Olympus will continue to monitor field performance for this device. · since the subject device was not returned, investigation was carried out based on the information available in etq. · product name: gf-uct180 · serial no. 7(B)(6) (date of manufacture: 2018/6/5) · as a result of DHR review, it was confirmed that the device met its standards at the time of shipment. Product analysis: since there were defects in the device, the device did not satisfy specifications. Phenomenon was found during reprocessing, and there was no health damage to patients. Conclusions conclusions of phenomenon (1): root cause could not be identified. Conclusions of phenomenon (2): root cause could not be identified. Phenomenon (1) there is a gap between the acoustic lens and the ultrasound probe. Due to the facts of the investigation and the fact that the device was not returned, we could not identify a cause. Phenomenon (2) acoustic lens is peeled due to the facts found out from the investigation and the fact that the device was not returned, we could not identify a cause. The event can be detected/prevented by following the instructions for use which state: warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope¿s air duct was clogged. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap between the acoustic lens and the ultrasound probe, as well as the acoustic lens was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.